Event description:
It was reported during the procedure, two 75mm rib plates were implanted without incident. As a 12mm screw was being placed in the last 75mm plate, a popping sound was heard. The screw was still able to be placed properly. Upon removing the primary guide, it was noticed that the piece that engage the back of the plate had sheered off the primary guide.the screw was able to be placed, and the broken piece of the guide was retrieved from the patient. The procedure was able to be completed. There were no adverse consequences to the patient. This report is related to 3025141 3025141-2023-00030 and 3025141-2023-00031 for the other devices involved in this event.

Manufacturer narrative:
The investigation is currently pending. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The returned low profile primary guide (part number rbl2320, batch l2005002) was examined visually under magnification. The curved slider of the guide had been sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern was consistent with a single over-loading event. There were scratches observed along all surfaces of the guide, indicating wear. The plates and screw used in the reported event were not returned. The surgical technique warns that over-compressing the u-clip may damage the primary guide. Excess force can cause the u-clip to resist and push back on the guide. Additionally, if the plate is already compressed, manipulation of the guide to reposition the plate may cause a force greater than the yield strength. However, due to unknown procedural conditions, the root cause could not be determined.